Manufacturer narrative:
The device was returned for analysis. The material separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and analysis of the returned device, a definitive cause for the reported issue could not be determined. In this case, the foot may have been in the access site or was separated via a needle strike; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after a cerebral aneurysm interventional procedure using an 8f sheath. Reportedly, after use of the proglide device, a foot break/separation occurred. It is unknown if the foot break occurred while in the anatomy. The separated foot was not found. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.